Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad and was not delivering insulin. The customer did not provide the blood glucose reading. The customer stated that he had had a system issue, and the insulin pump's entire system shut down. He stated that the device would not allow him to restart until a while later. The customer was advised to replace the insulin pump, but the call was dropped prematurely.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.